Manufacturer narrative:
The device has been discarded by the facility. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a hysteroscopic endometrial ablation procedure using the roller bar electrode, the pt suffered a 3rd degree burn to the left vulva. Information from the facility regarding pt status was that the pt was improving, but had some degree of dyspareunia, attributable to the burn. The physician deemed the incident due to capacitive conduction, a known and documented risk to the procedure.